Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. This report describes the first device. Manufacturer report number 9611385-2015-00040 describe the second device.

Event description:
On september 9, 2015, a representative from a dental office reported that a patient who had a crown made from 3m espe lava ultimate implant crown restorative, required a root canal. This patient had lava ultimate crowns on teeth #8 and #9 seated on (B)(6) 2013, using 3m espe relyx ultimate adhesive resin cement. On (B)(6) 2013, a root canal was recommended for tooth #9 and was performed on (B)(6) 2013. Sometime between (B)(6) 2013, it was noted that the crown felt "bulky" and was causing sensitivity; at least one adjustment of the crown was made. No mention of concerns for the lava ultimate crown on tooth #8 were reported. The status of the patient is assumed to be fine, since he was seen for another crown placement in their office on (B)(6) 2014 and no issues were noted in his chart. Since that time, he has left the care of this practice.